Event description:
It was reported that a malfunction alarm occurred, and that the pump was not vibrating when alerts and alarms were declared. Additionally, it was reported that the basal-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The customers blood glucose (bg) level was between 500-600 mg/dl with high ketones. Ketone levels were identified as life threatening by health care provider. Elevated bg was addressed by a manual insulin injection. Customer's parent took the customer to the emergence room. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released that same day, (B)(6) 2024.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. B2- other serious, required intervention, life threatening, b5, d9, h3- reason for non-eval, h3- other reason remove, h3- device returned to manufacturer, h10, h6- remove: 3221, 4114, 4613, 67. H6- add: 1012, 2182, 2364, 4614, 4617 b2- other serious, required intervention, life threatening, b5, d9, h3- reason for non-eval, h3- other reason remove, h3- device returned to manufacturer, h10, h6- remove: 3221, 4114, 4613, 67. H6- add: 1012, 2182, 2364, 4614, 4617.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customers blood glucose level was above 500 mg/dl. Customer delivered a correction injection to address bg. During troubleshooting with technical support, the malfunction alarm was cleared.